Manufacturer narrative:
(B)(4). D11 - concomitant devices - nexgen option cemented femoral component size e left catalog#: 00576401551, lot#: 63232610, unknown nexgen articular surface catalog#: ni, lot#: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text: investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial component loosening approximately eight (8) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional, but it was determined that an additional review would not be performed and it would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.